Event description:
#Medwatcher #(B)(4). My legs began to break out in a rash. My menstrual cycles were heavier, and pelvic pain severe and persistent for three weeks out of the month. So severely in fact that it went down my legs to my knees on both sides. My insides felt swollen, my mood swings were horrific and sudden, and I started loosing my hair and my appetite. I lost 4 pant sizes from then until present. I even started going to a pain management clinic after a million different test. I am a week away from having a hysterectomy, as the pain is so unbearable I have been forced to take fmla from work....